Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 (medical device problem code). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it was not returned with any original packaging. The anchor was not returned. Two sutures were returned with the single device. One has a frayed break, the other has no visible defect. The insertion device has no visible defect. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the product description, braid diameter, cleaning process, special handling and storage requirements. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the breakage include the application of improper/excessive force (sharp grasper/instrument). Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, when twisting the handle, the anchor of one (1) q-fix anchor did not deploy and the suture completely came off from the inserter. It is unknown how the procedure was finished, there was no surgical delay. No further complications were reported.